Event description:
On december 10, 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On event date at 4:00 pm, the patient obtained the error 2 error message on the reported meter; she did not obtain a blood glucose reading. Following the use of the meter; the pt skipped her dose of oral diabetes medications. At 7:30 pm, the patient experienced the symptoms of headache, shaking, sweating and fatigue. The patient contacted her physician for assistance/advice, who advised the patient to continue taking her oral diabetes medications. Troubleshooting revealed this was a new, out-of-the-box, meter and the patient's testing technique and test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue, and received medical attention. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.